Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, there were multiple attempts to place the left bundle branch block lead but due to the patient¿s anatomical condition of an enlarged right atrium and the rigidity of the septal myocardium, the lead could not be placed. After repeated screw-ins and screw-outs, the shape of the guiding changed, and the helix portion of the lead also became deformed, leading to the discontinuation of its use. The lead was removed and replaced. It was also reported that there was placement difficulty with the left ventricular (lv) lead due to the patient¿s anatomical condition. There was only one suitable target branch in the lateral area, and an attempt was made to place the lead, but twitching occurred with electrode one, making placement impossible. Due to the extensive infarction area caused by occlusion myocardial infarction (omi), the lead was removed and replaced. No further patient complications have been reported as a result of this event.